Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the device passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a lumbar laminectomy procedure, it was observed that the system console device displayed e8 and e9 error code. There was no delay to the surgical procedure and an identical spare device was available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.